Event description:
The clinic contacted berlin heart to report that they had observed incomplete emptying consistently for the last 3 days prior to reporting. An obstruction of the outflow cannula was ruled out by a CT-scan of the chest. The systole value was increased to 200 on the driving unit with very little effect. The patient was reported to remain stable and well supported at the time of the report. The site then decided to exchange the blood pump due to concern for inability to fully eject. After the pump exchange on (B)(6) 2022, full emptying was observed with the systole value returned to 180.

Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from (B)(6) 2022 until (B)(6) 2022 (128 days). We have reviewed the production records of the excor blood pump. This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
No abnormalities were detected upon initial visual examination of the returned blood pump. No air pillow was observed. The blood pump was tested for functional performance using the driving unit settings at the time of the event reported by the site and repeated the test using different parameters defined in internal procedures. The pump's performance was within specification for both the testing parameters defined by berlin heart and the clinic's settings. The pump showed complete filling and ejection. For further analysis, the blood pump was disassembled, and the membrane layers were examined individually. All three membrane layers were intact and showed no defect. The dispersion of graphite was uniform and gapless. Neither a defect, nor a functional impairment was detected. The blood pump met its specification. Unable to determine the cause for the reported incomplete emptying.